Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7073316.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced unwanted stimulation in the right side of his body when only his left side needed coverage. Reprogramming was attempted however, it did not resolve the patients inadequate stimulation. X-ray imaging was taken to confirm the leads placement. One lead had migrated therefore, the patient underwent a lead revision wherein the lead was explanted and replaced. It is unknown which lead serial number was explanted and the lead will not be returned as it was disposed of by the medical facility. The patient has fully recovered postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced unwanted stimulation in the right side of his body when only his left side needed coverage. Reprogramming was attempted however, it did not resolve the patients inadequate stimulation. X-ray imaging was taken to confirm the leads placement. One lead had migrated therefore, the patient underwent a lead revision wherein the lead was explanted and replaced. It is unknown which lead serial number was explanted and the lead will not be returned as it was disposed of by the medical facility. The patient has fully recovered postoperatively. Additional information was received that clarified it was the physicians preference to replace the lead instead of repositioning it during the revision.